Manufacturer narrative:
The device will not be returned to manufacturer for evaluation. Device not returned for evaluation.

Event description:
Tip of victory wire detached in calcified occlusion in the sma. Wire was withdrawn and tip remains engaged in the occlusion. No harm to patient.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. (B)(4).

Event description:
Tip of victory wire detached in calcified occlusion in the sma. Wire was withdrawn and tip remains engaged in the occlusion. No harm to patient.